Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of multiple infusion set's tubing during the load fill tubing process. It was also reported that a minimum fill notification was received. Reportedly, the cartridge had been filled with 200 units of insulin. A supply change was performed resolving the issues. Customer's blood glucose level was not impacted.